Event description:
It was reported that during procedure, the fiber tip broke. The total joules were only at 100,000 joules and running at a normal setting. The fiber was replaced and the procedure was completed without patient complications. This report is for the fiber.